Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2004, an aortic valve replacement was performed and this 23 mm epic valve was implanted. During the (B)(6) 2016, the patient had symptoms of heart failure. In (B)(6) 2017, the patient was noted to have a mean gradient of 34 mmhg, a peak gradient of 72 mmhg, severe regurgitation, and suspicion of a tear in the left coronary cusp (lcc). The patient's left ventricle was dilated and the ef was 48%. On (B)(6) 2017, the valve was explanted and during explant, calcification was noted on the cusps and the right coronary cusp (rcc) and the lcc had tears. A 25 mm trifecta gt valve was implanted. The patient was reported to be in stable condition. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
The results of the investigation concluded all three cusps were torn. Cusps 1 and 3 contained calcifications. There was fibrous pannus ingrowth on the inflow surface of all three cusps. There were degenerative changes in cusps 1 and 2. There was small focal thrombus on the inflow surface of cusp 2. No acute inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears, perforation, calcifications, pannus, or thrombus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.